Event description:
Latch on port-hole door on incubator hood failed when baby pushed against it. Baby fell out of isolette through port-hole to the floor. No injuries noted to date. Biomedical technician investigated equipment. Access door gaskets were improperly installed after weekly cleaning, which caused excess wear to door latch assembly. Received copy of ecri health devices monthly journal same week of incident on page 370; hazard report article of similar incident mentioned problem was due to access door gaskets being installed in reverse and caused the door not to latch securely; notified hill-rom air-shields of incident and hazard report by ecri. Rptr asked why facility was not notified of potential hazard, as new equipment after 1/1997 incorporated the new door gasket design which prevents user from improperly installing the gaskets. MFR said a letter was not sent out.